Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) rexe1591 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexe1591) have been reported from two (B)(6) facilities.

Event description:
It was reported that the pt, was inserted with groshong 42cm into the right arm on (B)(6) 2013 after esophageal cancer surgery. During the treatment intermission on (B)(6) 2014 the in vitro extension tube section was broken and detached from the catheter and part of the extension tube was lost. Immediately contacted the hospital and the hospital recommended the pt to go to the hospital at once for treatment. However, the pt went to the hospital the next day to check and found the catheter had moved to the left ventricular. Now it has been removed by the invasive technology department.